Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cardio pulmonary resuscitation and unspecified "patient problems." The low-voltage lead w as "broken." The lead remains in use. No further patient complications have been reported as a result of this event.